Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was competed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. Eight months post procedure it was discovered that the closure device had embolized out of the laa and into the patient's aorta. No further information is available at this time.